Manufacturer narrative:
Correction: aware date should have been 28 sep 2021.

Manufacturer narrative:
The reported event was pocket erosion. Longevity and telemetry analysis found no anomaly.

Event description:
New information received notes that the implantable cardioverter-defibrillator was explanted on (B)(6) 2021 due to pocket erosion. No blood cultures were taken prior or during the procedure. Due to patient dependency the physician opted to add a temporary wire through the subclavian vein. There were no adverse consequences to the patient prior, during, or post procedure.

Event description:
It was reported that the patient presented for a procedure. It had been discovered that there was a small hole near the incision of the implantable cardioverter-defibrillator (ICD).the physician perform a vertical mattress to re-close the pocket site. It was noted that there was no evidence of infection, and no blood cultures had been performed. The patient was in stable condition prior, during, and post procedure.